Manufacturer narrative:
The investigation is in progress. See MFR report #2017233-2020-00284 for intervention bilateral groin seroma investigation see MFR report #2017233-2020-00285 for intervention as a result of a pseudoaneurysm investigation.

Event description:
The following article was reviewed: 'hybrid revascularization combining iliofemoral endarterectomy and iliac stent grafting for transatlantic inter-society consensus c and d aortoiliac occlusive disease'; juliet j. Ray, sarah a. Eidelson, charles a. Karcutskie, jonathan p. Meizoso, hilene deamorim, lee j. Goldstein, john karwowski, and arash bornak; ann vasc surg 2018; 50: 73¿79; https://doi.org/10.1016/j.avsg.2017.11.061; published by elsevier inc.; manuscript received: july 24, 2017; manuscript accepted: november 19, 2017; published online: 24 february 2018. The purpose of the study was a retrospective review examining the outcomes of hybrid revascularization combining iliofemoral endarterectomy and iliac artery stenting using covered stents in transatlantic inter-society consensus (tasc) c and d aortoiliac occlusive disease (aiod) involving the common femoral artery (cfa). All external iliac arteries were treated using a gore® viabahn® endoprosthesis. The article identifies on page 76 a re-intervention as a result of a pulmonary embolus.

Manufacturer narrative:
Additional manufacturer narrative: manufacturing report # 2017233-2020-00286 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted. Corrected data: h6 conclusion code 1. Pre-1938 and otc product.